Event description:
On (B)(4) 2015 sales rep left vm regarding product complaint. No details. On 03/04/2015, during product training at depuy synthes spine in (B)(4), sales reps provided complaints specialist and complaint with additional details regarding the event. Per complaint form (received 03/05/2015) provided by sales rep: ¿during a posterior corpectomy, we used the x-mesh posterior system. After implanting the devices, the surgeon had a difficult time disengaging the inserter from the implant. This issue happened twice on the same patient. Both on the initial surgery and the revision surgery. During the second surgery (revision), two reps tried every option to try to disengage the inserter from the device with no luck. The surgeon, after 45 minutes of trying to disengage the inserter finally was able to disengage the inserter leaving the cage sitting sideways in the defect. He took the implant back out and asked medtronic to bring their system in. Implant on initial surgery was left in. On revision implant was explanted and another implant was put in. The second implant was eventually taken out because of doctor¿s frustration with inserter and doctor eventually ended up using medtronic for this procedure." Initial surgery date is (B)(6) 2015. Revision took place on (B)(6) 2015.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record could not be conducted as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.